Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt the stimulation in the rectal area instead of the vaginal area (noted as stimulation in the wrong location). The patient stated that they had a returned of their bladder symptoms. It was confirmed via the programmer that the therapy was on. There were no falls or trauma reported that could be related to the issue. The patient was to follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient reported their stimulation was in the right position and has been working perfectly. The circumstances leading to the stimulation in the wrong location and return of bladder symptoms was due to the patient accidently changing the program when checking the signal. The patient went back to the right program and the problem resolved. There were no further complications reported or anticipated.